Event description:
After an implantation duration of approx. 46 months it was reported that the lead was replaced due to oversensing. It was also reported that the lead was implanted through the subclavian vein.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 49 cm proximal to the lead tip. Only the distal fragment was received for analysis. The returned lead fragment was visually and electrically analysed. The insulation was multiply rubbed through due to wear out. In particular 48 cm and 43 cm proximal to the lead tip the lead body was severely squeezed and showed severe insulation damages which most likely resulted from excessive mechanical forces due to interaction with the generator housing. These findings can be considered to be the root cause of the clinically observed oversensing. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.